Event description:
Pt undergoing voluntary bilateral simple mastectomies. Upon entering the left breast capsule, there was free silicone noted. Silicone shell was located. There was no identifying labels on the shell, no indication of the MFR and no indication of the implant size. Implant procedure in 1977 not performed at this facility.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.